Manufacturer narrative:
During follow-up, the patient said he wanted replacement product for 240 units of m16 product that he experienced sticking and residue. He had to discard many units but cleaned some with either alcohol or antiseptic cleaner to have some to use.

Event description:
Intermittent catheter patient (user) said his current and previous order of m16 catheters (lot 201103-4) received were stuck to the packaging and had some type of condensation in and on the catheter. He said due to this he got a urinary tract infection (uti) about 3 weeks ago. He was given antibiotics by his doctor and has since recovered. During follow-up, the patient confirmed his doctor prescribed an antibiotic which he took for the full course and has recovered completely.